Manufacturer narrative:
Field service engineer (fse) contacted the customer and confirmed the system had been used several times that week without any error codes appearing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex coding updated from quality engineering review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that an error message stated, "console touchscreen and ergonomic controls are unavailable." System event logs indicated error 32127, describing an aurora link error between console 2 common compute controller (ccc) and ssc advanced display driver (sadd). Troubleshooting began with the recommendation for a hard reboot on the system. The system was planned to be rebooted later. There was no patient involvement.

Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.